Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specification. According to the conformable gore® tag® thoracic endoprosthesis instructions for use state adverse events that may occur and/or require include, but are not limited to, endoleak.

Event description:
It was reported that the patient was treated for a thoracic aortic aneurysm on (B)(6) 2020 using a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2020, follow up revealed a type ia endoleak. A reintervention is planned but currently not scheduled. It was reported that the device needs to be extended proximally. Images were returned for evaluation. The imaging evaluation stated:there are 2-time points available for evaluation: pre-implantation cta dated (B)(6) 2019 and post-implantation cta dated (B)(6) 2020. Pre-implantation imaging appears to show a pau in the proximal dta. Post-implantation cta appears to show: there appears to be contrast outside the proximal implanted device. There appears to be contrast outside the device posteriorly, also. Contrast outside the posterior device appears to communicate with an intercostal artery. Cannot confirm ante grade or retrograde flow in the intercostal artery. Probable type ia endoleak.